Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator on the stopcock was separated at the bond between the collar and the housing. The customer did not provide a lot number. Therefore, a review of the device history record and complaint database could not be performed. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Eval method: device history record and complaint database could not be reviewed.

Event description:
The rotator broke during a percutaneous coronary interventional procedure at 500 psi. The unit was replaced and the procedure was completed without further complications. No harm or injury was reported.